Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: j. Neurosurg. Volume 36 march, 1972. (B)(4).

Event description:
It was reported via journal article: title: "infection after depressed fracture of skull implications for management of nonmissile injuries." Author(s): bryan jennett, m.d., f.r.c.s., and j. Douglas miller, m.d., f.r.c.s. Citation: j. Neurosurg. Volume 36 march, 1972. This study aimed to explore the reasons for the high infection rate after compound depressed fractures due to nonmissile injuries and to consider ways in which frequency of this complication might be reduced. Between 1956 and 1967, 359 nonmissile compound depressed fracture patient were included. In many cases, the dura was left open, the defect being covered with gelfoam; in all instances a two-layer closure of scalp was made using mersilk suture (ethicon). Postoperative infections included abscess (n=1), meningitis (n=1), both abscess and meningitis (n=1), wound infection (n=10), brain hernia infection (n=1). All patients received antibiotics until the removal of sutures. The study supports the other general principles of treatment, namely, that the first debridement must be complete, and that delay in definitive surgical treatment carries an increasing risk of infection. However, it is better to delay surgery by 24 hours if this is more likely to ensure definitive debridement.